Manufacturer narrative:
Conclusions: this device was not returned for evaluation. Without the return of the device, the root cause of the problem could not be determined. Device not saved for return.

Event description:
During treatment for a gi bleed, the physician attempted to coil the gastroduodenal artery (gda). A 3x5 ruby coil was used and would not break and fold in the artery. The physician then chose to use a soft 4x15 ruby coil which became stuck inside of the renegade hi-flo catheter. The physician used another soft 4x15 ruby coil which successfully filled the gda but could not be detached with the detachment handle. Another handle was used and successfully detached the coil. Two additional coils were placed but the second one could not be detached with the handle. The physician attempted to detach the coil manually by breaking the end of the pusher at the hypotube several times before the coil detached. Hemostasis was achieved at the end of the case. However, the patient was brought back down the following day due to a re-bleed. Several interlock coils were placed along with gel-foam to create hemostasis. This MDR is associated with mdrs 3005168196-2013-00468, 00469, and 00470.